Event description:
Procedure: pneumo resection. According to the reporter: the staples were not applied, the stapler blocked and it was not possible to re-open it. In order to remove the blocked device, it was necessary to change the procedure from a laparoscopic procedure to an open-surgery and resect tissue. It is reported that this event will cause an extension of hospitalization.